Manufacturer narrative:
This report is submitted on 5 august 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the electrode array. It is unknown if the patient was re-implanted with a new device as of the date of this report.